Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) canada alleging that the onetouch ultra meter powers off during use. This complaint is classified according to the follow-up questions and answer obtained on september 30, 2008 by the customer care advocate. The pt usually tests twice a day, before each insulin shot. She will also test if she is feeling weak and shaky and believes that she is going low. The pt takes humulin 30/70 insulin twice a day. The insulin can be adjusted, but she only does so "once in a blue moon". She normally always takes the same amount: 12u in the morning and 8u at night. According to the pt, the power issue first occurred on three days prior to original date. The pt had symptoms described as "sweating, weakness, and could not stand up" but could not remember when her symptoms occurred. The pt reportedly had not been able to test her blood glucose on the day of concern. After the aforementioned symptom began that evening, the pt reportedly administered self-treatment by eating some chocolate and drinking some milk per the way she felt. The pt's symptoms reportedly abated within a few minutes. The pt did not test on any other device at the time of concern. Prior to the reported symptoms, the pt indicated that she ate as normal and took the same amount of insulin each day. Based on the pt's opinion, she does not know how the reported symptoms could have been prevented on the day of concern. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the battery was not replaced per the owner's manual, and the meter shutoff before the time was up. This complaint is being reported because the pt claimed she had symptoms that can be suggestive of severe hypoglycemia after she was unable to obtain a blood glucose reading on the day of concern. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.